Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not displaying a temp 1 reading on the screen but temp 2 was working. Per additional information updated from ttm on 06may2025, biomed was quoted for isolation board and had questions about the part, was it upgraded or refurbished since device was older model. Biomed had two devices. One was reading pt1 with probe connected, but the second device was not registering. (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed isolation card. Per additional information updated from ttm on 06may2025, biomed was quoted for isolation board and had questions about the part, was it upgraded or refurbished since device was older model. Biomed had two devices. One was reading pt1 with probe connected, but the second device was not registering. Sn: (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not displaying a temp 1 reading on the screen but temp 2 was working. Per additional information updated from ttm on 06may2025, biomed was quoted for isolation board and had questions about the part, was it upgraded or refurbished since device was older model. Biomed had two devices. One was reading pt1 with probe connected, but the second device was not registering. Sn: (B)(6).